Event description:
The handpiece was not testing initially. When the test button was pushed, nothing happened. Then, it was reported that the handpiece was able to work. The handpiece was partially used because it would work intermittently. The surgeon was able to complete the procedure and resect the tumor. The surgeon used other surgical instruments when the handpiece would not work. There was no patient injury reported and no delay in surgery was known.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.